Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported that four days after patient intubation the cuff leaked. The tube was removed and the patient was reintubated. There was no patient harm.

Manufacturer narrative:
(B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that the cuff would not hold air and that 3 small cuts were present in the cuff, causing the leak. The origin of the cuts cannot be determined. A review of the manufacturing controls was conducted and confirmed that the reported defect would have been identified during the manufacturing process, prior to release for distribution. Instructions for use include warnings and cautions related to cuff inflation tests, pressure application, and ensuring the cuff does not come in contact with sharp objects.